Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. Customer sent logs that shows "blower failure", "temperature of blower high" and "temperature of blower too high".

Event description:
Customer reported blower failure alarm on this unit. They swap the blower but still the issue persists. According to the customer, they clean the filter every 3 months. No information if there was a patient involved.